Manufacturer narrative:
Updated: b2, b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed for an unknown reason. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event. Additional information was received that the failure was due to stenosis and no treatment has been planned. Additional information was received that approximately eight years, one and one half months following the implant of the valve, severe central aortic regurgitation was observed. Subsequently, a second tav was implanted valve-in-valve, and the severity of the regurgitation reduced to trace. Additional information was received that the when the patient was admitted to the hospital for valve replacement, the initial valve was explanted and the new transcatheter valve was implanted during an open surgical procedure following the explant.

Manufacturer narrative:
Updated data: a4. Weight in lbs. B1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A third paragraph was added. H1. Serious injury. H6. Annex e code, annex a code. Additional codes. Corrected data: d10. There is no concomitant product associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed for an unknown reason. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event. Additional information was received that the failure was due to stenosis and no treatment has been planned. Additional information was received that approximately 8 years and 1 month following the implant of the valve, severe central aortic regurgitation was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve, and the severity of the regurgitation changed to trace.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed for an unknown reason. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event. Additional information was received that the failure was due to stenosis and no treatment has been planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed for an unknown reason. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event.